Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the o-ring. Customer reverted to multiple daily injections for insulin therapy and will reportedly change the cartridge at a later time. Customer's blood glucose was 338 mg/dl.